Event description:
A vns pt was initially reported to be referred for replacement surgery due to increased seizure activity. Also, in clinic notes received from the physician, it was noted that the pt had a history of depression and attempted suicide in 2009, and seizure triggers have included missed medications. On (B)(6) 2011, the physician noted that the pt stated the vns was helping him. On this date, the settings were interrogated at 1.5 ma/25 hz/250 microsec/30 sec/5 min and 1.75 ma/60 sec/250 microsec/ eri = no. The settings were then increased to 1.5 ma/25 hz/250 microsec/30 sec/1.1 min and 2 ma/60 sec/250 microsec/ eri = no. The pt underwent a prophylactic battery replacement surgery. However, the product was stated to have been discarded. Attempts to gain more info surrounding the pt's events have been unsuccessful to date.